Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. The mod transmission was reviewed atrial oversensing was noted. A chest x-ray confirmed the right ventricular lead was in the atrium as a result of twiddlers syndrome. The lead was repositioned successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - reported type - should have been a serious injury rather than a malfunction.

Manufacturer narrative:
Correction: should have been the lead was explanted and not repositioned. Device return date should have been 7/18/2018 rather than blank

Event description:
The lead was explanted and not repositioned.